Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device remains implanted and cannot be evaluated. Despite multiple attempts for the product the device was not returned. The device history records (DHR) were not reviewed as the device serial numbers were not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article "magna ease bioprosthetic aortic valve: mid-term haemodynamic outcomes in 1126 patients"; authors: stephen d. Thorpa, jawad khazaal, grace yub, jessica l. Parker, and tomasz a. Timek the following events were identified: (B)(4). 3 patients with 3300tfx pericardial aortic valves underwent valve-in-valve interventions after unknown implant durations due to structural valve deterioration. Events identified within the article not to be captured in complaints: 37 patients with 3300tfx pericardial aortic valves expired within 30 days of the initial implant procedure due to unspecified causes. 27 patients with 3300tfx pericardial aortic valves expired while in-hospital due to unspecified causes. 3 patients with 3300tfx pericardial aortic valves required additional surgery due to aortic aneurysms. 2 patients with 3300tfx pericardial aortic valves required additional surgery due to ventricular pseudoaneurysms. 1 patient with a 3300tfx pericardial aortic valve required additional surgery in the form of heart transplant due right ventricular failure. 33 patients with 3300tfx pericardial aortic valves experienced a stroke post implant. 357 patients with 3300tfx pericardial aortic valves experienced atrial fibrillation after the initial implant surgery. 40 patients with 3300tfx pericardial aortic valves required pacemaker implantation after the initial implant surgery. 68 patients with 3300tfx pericardial aortic valves experienced renal failure after the initial implant surgery.